Manufacturer narrative:
Additional manufacturer narrative - report of edwards aortic bioprosthetic valve with high gradient, the patient was assessed for implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. Patient will not be treated due to concomitant chemo therapy, decision will be made to treat at the conclusion of chemo. There are several potential causes for prosthetic valve high gradient and may be a manifestation of structural valve deterioration such as calcification and/or non structural dysfunction such as pannus growth. Many factors can contribute to the onset and propagation of bioprosthetic stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. In this case it is noted that the patient is currently undergoing chemotherapy. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
An edwards aortic bioprosthetic valve has been diagnosed as having high gradients after an implant duration of 9.5 years. Patient was assessed for inclusion in clinical trial to receive implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. The patient was subsequently not accepted into trial due to metastatic lung disease. Patient will undergo chemo therapy and decision to operate will be done at the conclusion of therapy. Currently, there is no plan for treatment.